Manufacturer narrative:
The manufacturing site performed a visual inspection according to the quality inspection standard (qis) on the photograph submitted for evaluation. The following observations were noted: ¿ the syringes are packaged in a blister pack type of packaging with two (2) 60ml syringes inside the package. According to the catalog number 8881160629 for bulk packaging. Bulk packaging for the 60ml syringes is 155 syringes per a double poly bag per shipper (case). ¿ the red circle on the picture indicates a syringe with a luer lock which matches the catalog number of 8881160629 which has a description of 60cc syringe luer lock tip ns. ¿ the blue circle on the picture indicates the syringe tip has a needle and a shield placed over the syringe tip. The photograph provided with the customer complaint record does indicate there was additional handling and processing of the 60ml syringes after the lots were manufactured and released from the manufacturing site. Lots 518035x and 517545x are catalog number of 8881160629 which has a description of 60cc syringe luer lock tip ns. The product manufacturing and released at the manufacturing site does not apply a needle to the 60 ml syringe nor package two syringes in a blister package. The site manufactures and releases 60 ml syringes with a luer lock tip and places 155 syringes inside a double poly bag per shipper (case). A device history record (DHR) review of lots 518035x and 517545x was performed and confirmed the entire product manufactured met all the visual and physical specification requirements with no non-conforming product identified relating to this customer complaint report. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. Per procedure, complaint trends are evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. At this time there has been no trend in the reported condition. A CAPA will not be initiated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/23/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the syringes broke during use.